Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant the patient received inappropriate therapy due to t-wave oversensing. X-ray confirmed twiddler's syndrome and that the lead was dislodged. The lead was repositioned successfully.